Event description:
During preventative maintenance of the device, the service representative reported, the roller pump display was missing pixels. The representative replaced the display assembly which resolved the issue. Control of the pump remained available through the central control monitor. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.